Event description:
The facility reported a fail code 812:02 on channel c during biomed testing. The hosp rep stated that there have been no reports of any pt incident involving this pumpsince the last baxter service event.